Event description:
It was reported that during a da vinci-assisted surgical procedure, the prongs are bent on the medium-large clip applier instrument and the clips are not closing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon attempted to use on a robotic cholecystectomy procedure and realized the prongs were bent and the clip was not closing correctly. A new clip applier was then used to complete procedure. No injury to patient was reported. There is a chance the instrument was damaged in sterile processing department.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a bent grip, and the tip does not align with the other grip. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.